Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during dwell 3 of 5 on the home choice (hc). The technical service representative (tsr) advised the home patient (hp) air has entered the setup. There was a clamp open on the unused line. The tsr instructed the hp to close all clamps/transfer set and recycle power and the system error 2367 alarmed. The tsr advised the hp therapy had ended and the hp would need to start over with new supplies or do manual exchange. The tsr had the hp recycle the power again to press go to start and advised the hp will need to inform the peritoneal dialysis nurse (pdn) of se 2240. The hp would start over with new supplies. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms. A labeling review found the labeling to be adequate for the use/user error identified in this incident. This issue is being investigated through CAPA.